Event description:
The unit is overfilling the final containers with lipid on station 1. He stated that, for example, a 500ml bottle of lipid was empty and the unit went into a no flow, although the volume dispensed display read 460ml. He interpreted this to mean that the final container, but about complained about bags running out early. User was advised not to use unit, which was swapped out. No patient adverse events have occurred related to this complaint.